Manufacturer narrative:
D4: updated film evaluation summary: the exact cause of the endoleak could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for review and comparison of any possible stent graft in-vivo configuration changes that may have occurred during the implant duration. CT¿s returned from 54 months post-implant revealed that the bifurcate was positioned just below the renal arteries, and there was 1 ¿ 2cm of remaining proximal seal length. Another manufacture¿s stent (palmaz?) Had been implanted into the aortic body of the bifurcate; however, the 30mm length x 29mm od stent was unapposed to the ID of the bifurcate, as contrast was seen between the stent and bifurcate. The left/contra limb was implanted across the gate overlapping proximally to the flow divider. The maximum aaa diameter measured 100mm, and widespread contrast was seen within the anterior sac which appeared to be coming from along the anterior of the stent graft limbs beginning near the level of the contra gate ring and potentially extending distally down into the distal sac. The source of the contrast could not be determined and no other obvious stent graft issues were observed. Angiograms during an intervention one-week later showed widespread contrast outside the stent graft after injecting from within the left/contra limb just below the gate ring. This appeared most likely to have been a type iiib fabric endoleak. After relining the contra limb from the bifurcate flow divider to the distal end of the contra/left limb, final angiogram from above the suprarenal stents confirmed likely resolution of the previously seen endoleak. The exact source/cause of the fabric endoleak could not be determined from the films provided. Analysis of the returned films did not reveal any stent graft or anatomical characteristics that could explain the observed endoleak. No obvious stent graft issues were observed near the endoleak location (no limb angulation or stent ring compression). It is possible that fabric abrasion from a stent ring and/or an expanded suture hole may have led to a fabric hole and the type iiib endoleak. External abrasion from a potential calcified source, that may have been in contact with the contra limb earlier in the implant duration (but not currently observed at 54 months CT¿s), may have also led to the fabric tear. The reason for implanting the palmaz stent is unknown. It is possible that there has been disease progression (neck dilatation); however, there is no obvious link observed between the proximal neck and the likely type iiib endoleak seen in the left limb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 59mm diameter abdominal aortic aneurysm. It was reported that approximately three and a half years later during patient follow up, a CT scan identified a possible type iiib endoleak. An angiogram later confirmed a hole in the stent graft limb. Relining of the stent graft was carried out a week later with an endurant ii limb stent graft. The event was resolved. Per the physician, the cause of the event was due to a hole in the stent graft. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.